Event description:
Related manufacturer reference: 3005188751-2015-00067, 3005188751-2015-00068, 3005188751-2015-00069, 3005188751-2015-00070. Following an atrial fibrillation ablation procedure, a cardiac perforation occurred. A livewire ep catheter was placed in the coronary sinus. Transseptal puncture was performed using a brk transseptal needle through a swartz braided transseptal introducer. A tacticath quartz ablation catheter was then advanced through an agilis nxt introducer to perform mapping and ablation in both sides of the heart. Following the procedure, a transthoracic echocardiogram revealed a cardiac perforation, for which a pericardial drain was placed. The patient was stable and recovered fully. There were no performance issues noted with any sjm device.

Manufacturer narrative:
Gtin: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, log files from the date of the reported event were received. The results of the analysis performed on the log files concluded that the optical signals conformed to specifications during the procedure. Temperatures reported by the temperature sensor indicate acceptable cooling performance during rf ablation. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.